Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that currently there was disease progression with aortic neck dilatation. The aortic neck measured 25 mm in diameter at the renal arteries and 30 mm at 1 cm below the renal arteries. A CT that from one year ago showed there were no endoleak or migration present. It was reported that the patient returned for routine follow up and the recent CT scan demonstrated that the bifurcate stent graft has migrated distally 3 cm with a proximal type I endoleak present due to the disease progression. The patient was treated with an endurant aortic cuff on and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression).